Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the patient experienced discomfort at the ipg site after losing weight. To address the issue, the physician relocated the same ipg to a new pocket site on (B)(6) 2019.

Event description:
Follow up information identified postoperatively, the patient is experiencing less discomfort at the ipg site.